Manufacturer narrative:
Date of event: customer did not provided. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
Date of event: event date has been requested.

Event description:
Customer reported the unit would not power up due to the motor controller is bad. Customer reported that there was no patient involvement.